Event description:
Rptr had back brace and 6 screws inserted in his lower back. All appeared to be stainless steel. Ever since he had them inserted, his problem has gotten progressively worse to the point where it is almost unbearable. The hardware was removed in 2/92 but the pain is still unbearable at times. He wears a custom-made back brace and takes darvocet-n 100 and 350 mg of carisoprodol 3 times a day.